Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced difficult in focusing. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was imbalance between eye and the second eye has medial longitudinal fasciculus (mlf).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).